Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30jul2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. The unit alarmed check vent but did not switch to battery. The customer was instructed to charge the battery for a few hours and that the cpu may require replacement. The customer installed a motor controller from another unit and this resolved the issue. The customer then requested the part ID for the motor controller so that a new one could be ordered. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that an auxiliary alarm supply failed and a backup alarm failed occurred. It was reported that there was no patient involvement.